Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his one touch ultrasmart meter was giving "apply sample" message. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain add'l info. According to the pt, the reported issue started on the same day at around 7:45 am. The pt reported of feeling shakiness sometime after the issue. He administered some food and beverages to treat his symptoms. He denied receiving any other medical intervention due to the reported issue. He was not tested on another device at the time of concern. The customer service agent (csa) was able to resolve the issue by testing with a new vial of test strips. The csa also verified that the pt was using correct technique to apply the sample and the test strips were drawing the sample into the test area. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt reported of receiving "apply sample" message on the reported product and later, felt shakiness, a symptom which can be indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.